Event description:
It was reported that 3 smartsite needle-free connectors would not flush during use. The following information was provided by the initial reporter: "connector would not flush. Staff member attempted to flush connector attached to a bd diffusic cannula with 10mls of normal saline in a bd 10ml luer lock syringe. Was not able to flush and removed the connector. Tried to flush with a second connector again with 10mls of normal saline before connecting the cannula, was not successful and attempted with a third connector with a different batch number but unsuccessful. Eventually a fourth connector was used with success.".

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20115203. D4: medical device expiration date: 2023-11-22. D10: device available for eval yes, d10: returned to manufacturer on: 2021-05-06. H4: device manufacture date: 2020-11-18. H6: investigation summary one 2000e-04 sample was received for investigation in opened packaging from lot 20115203. A visual inspection of the returned smartsite did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was connected to a bd 5ml luer slip syringe and a 50ml bd plastipak syringe from retained stock and flushed with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20115203 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 smartsite needle-free connectors would not flush during use. The following information was provided by the initial reporter: connector would not flush. Staff member attempted to flush connector attached to a bd diffusic cannula with 10mls of normal saline in a bd 10ml luer lock syringe. Was not able to flush and removed the connector. Tried to flush with a second connector again with 10mls of normal saline before connecting the cannula, was not successful and attempted with a third connector with a different batch number but unsuccessful. Eventually a fourth connector was used with success.